Event description:
New information received notes that the reported far r-wave over-sensing was discovered during remote transmission. Programming changes were made. Patient condition was stable throughout.

Event description:
It was reported that the patient presented with the implantable cardioverter defibrillator exhibited far r-wave over-sensing. No intervention was performed. Patient condition was stable.